Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose readings of 580 mg/dl and ketones. The name of the hospital was holy cross. The customer was wearing the insulin pump during the hospitalization. It was stated that the customer's blood glucose readings were high all day. The customer changed the infusion set and found that the cannula was bent. Troubleshooting was declined.